Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/8/2013 and 8/12/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient manages her diabetes with lantus insulin (40 units in the morning) and novolog insulin (3-4 units). Due to the alleged issue, from (B)(6) 2013 to (B)(6) 2013, the patient reportedly decreased her usual dose of insulin (amount not specified). About 2-3 days after the start of the alleged issue, the patient claimed she felt symptoms of hot, sweaty and dizzy. No treatment was specified at that time. On the evening of (B)(6) 2013, the patient reportedly went to the emergency room (ER) and obtained a blood glucose result of ¿799 mg/dl¿ with a laboratory device. Treatment was not specified. There was no indication of misuse. The patient was advised the batteries needed to be replaced in the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.